Event description:
A customer reported via phone call indicating that lost sensor alarms on their insulin pump. The patient's blood glucose was 104 mg/dl at the time of the call. The customer stated that their sensor displaying wrong readings of sensor and blood glucose. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced due to inaccurate readings. The sensor may have been damaged or bent. The customer was sent a new sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.